Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter and a stopcock. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands, and proximal bond were microscopically inspected. Functional testing consisted of attaching an inflation device filled with water to the hub of the nc quantum apex. When pressure was applied, water was found to be streaming from the balloon material and the device could not maintain rated burst pressure (rbp). Inspection revealed a pinhole in the balloon, 4mm distal from the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon inflation failure occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. An 8mm x 4.00mm nc quantum apex balloon catheter was advanced for dilation. However, during inflation, the pressure level did not increase to more than 10 atmospheres. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.